Manufacturer narrative:
The investigation determined that a lower than expected tsh result was obtained from a patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive cause. There were minimal quality control results provided to confirm the performance of the vitros tsh reagent lot 5118, and therefore a reagent issue cannot be ruled out as contributing to the event. An acceptable vitros tsh precision test was performed indicating that the vitros 5600 integrated system was operating as intended. However, an instrument malfunction cannot be completely ruled out as a contributing factor as several condition codes associated with sub-optimal performance of the microwell subsystem were observed. Service actions were performed to mitigate the condition codes.

Event description:
The customer obtained a lower than expected tsh result from a patient sample (patient = 0.803 miu/l vs. Expected 1.14 miu/l) processed on a vitros 5600 integrated system. The lower than expected tsh patient result was not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).